Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported via phone call that she experienced high blood glucose of 412 mg/dl on (B)(6) 2015 and the cannula on the infusion set was bent. Current reading was 298 mg/dl. She treated with the insulin pump and manual injection. During troubleshoot; it was stated the drive support cap is recessed. The customer declined to check for site/set issues and programming. The insulin pump passed the high pressure test. Customer was advised to change the entire infusion set and reservoir.